Event description:
It was reported that the balloon ruptured. An ipsilateral approach was used to access the long target lesion located in the severely calcified superficial femoral artery. Due to strong stenosis after the guidewire crossed through the lesion, dilation was performed with a 1.5 mm x 20 mm coyote es balloon. Then another attempt to dilate was made with a 3.0mm x 40mm coyote es. The balloon inflated the lesion but then failed to deflate. The device was removed together with a non-boston scientific catheter. Then a 3.0mm x 20mm coyote es was used, but the balloon ruptured. The device was removed normally without issue. Finally, a 4.0mm x 40mm coyote es was used to dilate the lesion firmly. The procedure was completed with placement of an eluvia stent. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device eval by manufacturer: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 6mm from the tip that was approximately 19mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there was a longitudinal tear in the balloon.